Manufacturer narrative:
While on the phone with dario's representative, it was determined that the cartridge of strips that the user was testing with were newly opened, however the user stated that he has stopped using the dario meter. A replacement of dario's control solution was sent to the user to make sure that the dario strips are reading correctly. After the new dario control solution were received, dario's representative followed up with the user. While on the follow up phone call with dario's representative, it was determined that the user was using a cartridge of strips that had expired in november 2023, and therefore the control solution test could not be completed. Dario's user guide states in the section factors that may lead to inaccurate results: "the test strip is expired." And in the test strip precautions section: "check the "use by" date on the test strip cartridge. Do not use the test strips after that date" due to the above, dario's representative sent the user a new cartridge of strips to perform the control solution test and bg with. As of this date, the replacement was not yet received and the user's case is still in progress. The high bg readings may have been due to misuse of the strips. If new information is received at a later date, a follow up report will be submitted. There is not enough information available regarding the dario meter and strips to investigate. No resolution is available.

Event description:
On august 7th, the user contacted dario to report low blood glucose (bg) readings. The user reported that a couple of months ago, he began receiving low bg readings from his dario meter compared to the bg readings from his dexcom meter and his other non-dario meter. Due to the above, the user reported that he brought his dario meter with him to the doctor in order to compare his bg readings with the doctor's meter.